Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the technical support recommended trying a calibration and if nothing happens the gde (gas delivery engine) might be the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported to vyaire medical that the avea ventilator unit presented with multiple error codes exp temp error, config loss, settings loss, and invalid config on compressor. At this time, there is no information regarding patient involvement associated with the reported event.